Event description:
It was reported that the customer is hospitalized for diabetes related issues. Nurse stated that they are trying to rewind and put insulin into the insulin pump and they are not able to. It was found that the reservoir was a 3 m and customer has a 523 insulin pump. It was advised that this device needs to use a 1.8 m reservoir. It was also stated that the customer is at a clinic visit and is not an admission to the hospital. Blood glucose value is 248 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.